Manufacturer narrative:
Further information was requested but not yet received.

Event description:
It was reported that a patient presented remotely via merlin. Net. Review of the transmission revealed that the pacemaker (pm) exhibited ventricular loss of capture. No intervention or procedure was reported. The patient had no consequences.